Event description:
Parent identified a large air leak near tracheostomy tube. This is a mechanically ventilated pt. It was discovered that tracheostomy tube was broken on shaft and internal wire was causing bleeding to stoma. The tracheostomy tube had been in the pt for 24 hours.